Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02887. It was reported an epidural abscess was found the needle insertion location of the patient following the removal of their trial leads. In turn, the patient was administered antibiotics to address the issue.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2018-02887. Additional meaningful information obtained indicated the patient had additional surgery wherein the infection area was cleaned out to resolve the infection.